Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing and ventricular non-sustained tachycardia less than equal to 200 ms on (B)(6) 2011. Also ventricular fibrillation less than equal to 200 ms average v-cycle on (B)(6) 2011 and interference/noise ventricular with short interval count (v-sic) equals 437 counts, in 0.80 day, on (B)(6) 2011.

Event description:
It was reported the patient received multiple inappropriate shocks from the right ventricular (rv) lead. The rv lead had an apparent fracture, impedance greater than 2500 ohms with isometrics and oversensing. The rv lead was capped and was replaced. No further patient complications have been reported as a result of this event.